Event description:
It was reported to philips that the system displayed a low disk space message, which could impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular procedure was performed when the issue happened. The procedure was experienced a delay of less than 20 minutes and was successfully completed after relocating the patient to another room. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. To resolve the problem, fse replaced the ippc, installed a new os disk, and added two image disks. The os and application software were reloaded on the ippc and the part is return for further analysis, but no failure is found. Philips implementing the correction for the hdd issue. After replaced the ippc, installed a new system (os) disk, and two new image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.